Manufacturer narrative:
Although a root cause for the pt's stroke could not conclusively be determined through the evaluation, information provided indicated that the pt's pump was functioning normally. A review of the log file revealed no notable alarm conditions; speed, voltage, and power remained in their normal operational ranges throughout the file. (B)(4) was not returned for analysis. Therefore, a full evaluation of the system could not be conducted and a correlation to the event could not conclusively be established. Support was ultimately withdrawn on (B)(6) 2014. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The bio-medical engineer reported that the pt had a severe stroke and hemorrhagic conversion on the morning of (B)(6) and was experiencing related symptoms and a decline in mental status. Following a family meeting it was agreed that the pump be turned off on (B)(6) 2014. Pump operation appeared to be normal throughout, and there were no alarms. The pt expired and the pump will not be returned.